Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric viral panel , a discrepant astrovirus patient result was obtained. Initial test was astrovirus positive. Test was repeated and was astrovirus negative. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ enteric viral panel , a discrepant astrovirus patient result was obtained. Initial test was astrovirus positive. Test was repeated and was astrovirus negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric viral panel (ref. 443985) lot 5227078 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. The review of quality control records of bd max¿ enteric viral panel (evp) lot 5227078 revealed no anomalies that could explain the customer¿s positive results. Customer complained about three occurrences of suspected false positive results for the astrovirus (hastv) target. Customer provided run #(B)(4) from bd max¿ instrument ct3055 for investigation and identified the three discrepant samples: position a2 in run (B)(4), position a4 in run (B)(6) and position a5 in run (B)(4). Manual pcr curves adjudication of the discrepant samples revealed late and/or low amplification but to be a true amplification in the rox-bot channel (hastv target) in their initial run. Analysis also revealed a strong positive sample for the hastv target, in run #(B)(4) position a1. Upon repeat testing, the discrepant samples were negative for the hastv target. A cross-contamination event is suspected during sample preparation by the customer, in the initial test, as it would explain the customer discrepant results for the hastv target for samples a2, a4 and a5, the strong hadv positive being in the first position (a1) and on the same deck as the problematic samples. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data analysis and information provided, cross contamination of the samples during preparation is the most likely cause to explain the customer¿s unexpected positive result. However, the exact cause of the issue could not be confirmed, although no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel lot 5227078. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.